Event description:
Failed total knee arthroplasty which was done in 1992. Significant wear and tear on the medial tibial polyethylene device which necessitated exchange of the polyethylene. Surgery to exchange done 4/10/97.